Manufacturer narrative:
It was reported that the user experienced a hyperglycemic event. The following example was shared by the user. 18-jan-2025 time: not provided - time zone: not provided - sg: 85 mg/dl - bg: 425 mg/dl. The example shared could not be confirmed via dms as the time of the event was not provided. The user did not seek medical treatment and resolved the event by administering insulin themselves. User's hcp was aware of the incident and did not prescribe any medication. A case (B)(4) was created to address sensor inaccuracies inclusive of the event and under this case it was determined that the sensor had deviated from normal behavior and an RMA was issued for further investigation.upon receipt of the RMA, the sensor was tested, and test results confirmed a loss of chemical performance due to hydrogel oxidation which could have potentially result in sensor reading inaccuracies. B4. Date of this report (B)(6) 2025 g3. Date received by the manufacturer? 25 june 2025 h3. Device evaluated by manufacturer?yes. H6. Component code updated to 510. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
Senseonics was made aware of an incident where user reported a high glucose event. The following example set was provided: date: (B)(6) 2025 - time: not provided, sg: 85 mg/dl - bg: 425 mg/dl. The user didn't seek for medical treatment and resolved the event by administering insulin themselves.the user's hcp is aware of the event and no medication was prescribed.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.